Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent abdomino-peritoneal surgical procedure on (B)(6) 2015 and suture was used. The patient was released to home after few days without complications. Approximately 20 days post-operatively, the patient complained that the wound opened and only the skin prevented the intestines coming out. It was reported that the patient then fell and the whole intestines came out from the abdomen. The patient's wound was examined by the surgeon and the surgeon opined that the suture had breakage point in the middle of the suture, not at the knots. The patient was readmitted and on (B)(6) 2015 underwent povh with mesh to close. The surgeon opined that the wound was whole and undamaged at the initial procedure and did not over stretch the suture to point of plastic deformity. Additional information has been requested.